Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a transmitter failed alert occurred on the g5 mobile app. Data was returned and evaluated. The reported event was confirmed via data. The probable cause is incorrect egv time stamp. No additional patient or event information is available.